Event description:
It was reported that during a gastric bypass procedure, the staples were partially closed. The device did not cut the tissue after firing. On the second firing, the device misfired which caused leakage to the jejunum. The pt was re-opened on the following day due to signs of infection (pulmonary edema). The pt was also having difficulty in excreting fluids. Pt was observed under ICU for more than one week, and was then transferred to a regular room.

Manufacturer narrative:
Info anticipated, but unavailable at this time.